Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain for use. It was reported that the patient just had magnetic resonance imaging (MRI). The patient stated that the clinician told them to request a bolus after the MRI to verify that the pump has resumed function. The patient saw a message "pump stall record 100." The agent asked how long after the MRI, the patient requested the bolus and maybe 10 minutes. The patient has not requested another bolus since then. The agent suggested that the patient try to give herself a bolus and if it does not allow the bolus again, the patient should go to the healthcare provider to have the pump checked. No symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that the motor stall occurred on (B)(6) 2024 at an unknown time and recovered on (B)(6) 2024 at an unknown time.